Manufacturer narrative:
The reported events of noise, high pacing threshold and helix damage were confirmed. X-ray examination found potential anomaly at the helix assembly region. Destructive analysis was performed and visual inspection found the inner coil and stopper were separated from the helix shaft. The weld was missing between the helix shaft, stopper, and inner coil in this location. The cause of the reported events of noise and high pacing threshold were isolated to the missing welds. Visual inspection of the lead found blood noted inside the header sleeve. The cause of the reported event of helix damage was isolated to the blood in the header sleeve.

Manufacturer narrative:
Correction: previously reported h6 (investigation conclusions) should have been "25 - cause traced to manufacturing" rather than "11 - conclusion not yet available".

Event description:
Related manufacturer reference number: 2017865-2021-29000. It was reported that the implantable cardioverter-defibrillator (ICD) and the right ventricular (rv) lead exhibited oversensed, high frequency spontaneous noise and high capturing thresholds. Noise was thought to have been due to internal header anomaly. The ICD was explanted and replaced. Noise was still present and reproduced by inserting a stylet into the rv lead. Rv lead was explanted and replaced. Upon explant, it was observed that the tip of the rv lead was damaged. No inappropriate therapy as a result of the oversensing. The patient was stable throughout.